Manufacturer narrative:
D6a: implant date is estimated to have occurred in (B)(6)2021.

Event description:
During an in clinic follow up, episodes of noise resulting in oversensing and inappropriate mode switching were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.